Event description:
Info received indicates the brake will set, but does not hold.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the four casters to repair the stretcher.